Event description:
Procedure type: hernia. According to the reporter: while in use, the gray cap reducer became and loose and dislodged inside the pt and also the balloon broke. The cap was retrieved from the abdomen. Minimal delay in or time. No bleeding or pt injury reported.

Manufacturer narrative:
(B) (4)